Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I and provided the following data for an 85 year old female patient: initial troponin result was 1,122.9 ng/l on alinity (lab reference range <16 ng/l). The sample was sent to another facility for peg testing for macrotroponin. Post-peg troponin result reported as 14 ng/l. The sample was tested on the architect platform, which the customer communicated it generated a raw result of 7.1 pg/ml (7.1 ng/l). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any related trend regarding commonalities for lot number and customer reported event. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median of the patient results obtained for the lots 63304ud00 and 63309ud00 (which contain the same bulk material as the complaint lot 63308ud00) are within established limits and comparable with historical lots in the field. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 63308ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I and provided the following data for an 85-year-old female patient: initial troponin result was (B)(6). The sample was sent to another facility for peg testing for macrotroponin. Post-peg troponin result reported as 14 ng/l. The sample was tested on the architect platform, which the customer communicated it generated a raw result of 7.1 pg/ml (7.1 ng/l). There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-27 and there is a similar product distributed in the us, list number similar us ln 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.